Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 131821041; lot# 578460; dvr lock narrow mini l st; qty. 2. Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00203, 0001825034-2021-00204.

Event description:
It was reported during the incoming inspection at zb warehouse in (B)(6) a team member found the product went through the inner blue package. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; g3; h2; h3; h6. Visual examination of the returned product/provided pictures identified the product has moved out of its protective blue sleeve. Sterility has not been compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. It has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.